Event description:
It was reported that during the implant procedure left ventricular (lv) lead thresholds were noted to be high with no pacing. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.